Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. Upon entering tether mode during procedure, the delivery catheter exhibited resistance that went away all of a sudden. The right atrial (ra) leadless pacemaker (lp) was taken out of the patient body along with the catheter, then the ralp separated prematurely and detached from the catheter. The delivery catheter was replaced and the same ralp was implanted successfully. Patient condition was stable.